Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03829. It was reported the patient experiences an intermittent heating/burning sensation at her scs ipg pocket site whether or not system stimulation is being used. Additionally, the sensation increases while using stimulation and charging the scs system. Subsequently, the patient is no longer using or charging her scs system. The patient is working with the physician to determine the next course of action. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.